Event description:
It was reported that a pt underwent a hernia uterovaginal prolapse repair procedure in 2006. It was reported that the pt had late healing. "Difficulty and late vaginal cicatrization occurred." A procedure was performed for a partial ablation of the tape in 2007.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.